Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise and oversensing. A drop in intrinsic amplitude and pace impedance measurements were also noted. The patient was seen for a revision procedure at which time insulation damage proximal to the rv coil was noted. The lead was explanted, replaced and returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the complete lead was thoroughly inspected and analyzed. Trilumen insulation was noted to be abraded through to rs- coils approximately 53.5-55.5 centimeters from the terminal pin. The abrasion was smooth and was a bit spiral in nature.